Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the device has been received for analysis. Microscopic examination and tactile inspection revealed numerous kinks in the shaft and hypotube. Microscopic examination revealed a separation at the collar/proximal area. Microscopic inspection revealed the ptfe was completely pulled out from the collar and attached to the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20jan2016. It was reported that shaft kink occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca). A 145, 5-in-6 guidezilla¿ extension guide catheter was advanced to the proximal site of the target lesion however, it was noticed that the shaft was kinked. The procedure was completed with a non bsc device. No patient complications were reported and the patient's status is good. However, device analysis revealed a separation at the collar/proximal area.